Event description:
It was reported that during a laparoscopic sigmoid resection, the blade of the device broke. Another like device was used to complete the procedure with no pt consequence. No further info is available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.